Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported case. The reported needle to cuff miss can be influenced by numerous factors that include, but are not limited to: user technique, challenging anatomical conditions or manufacturing. Cuff miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. The needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by scarred or calcified tissue and be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions; however, there were no reported anatomical conditions in this case. During manufacturing, the needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper deployment. A sample is also taken from each lot for destructive functional testing. To help ensure that all products perform according to specification they are subject to inspection and a quality control audit inspection is performed to verify product quality. Based on the reported information and the manufacturing inspection criteria, a definitive cause of the reported needle to cuff miss could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure in a non-calcified right common femoral artery (rcfa) using a perclose proglide device after a diagnostic cerebral angiogram. Reportedly during retrieval of the plunger and needles from the device body, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.